Event description:
It was reported that a customer's pump screen was broken, rendering the touchscreen unreadable and unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.